Event description:
A peritoneal dialysis (pd) patient's nurse reported a screen brightness problem on a cycler. The screen was dim during ready. The nurse said the display brightness was set to (10). The patient also encountered a noise being made by the cycler. The cycler was replaced due to screen brightness problem. The patient will perform capd/manuals. Additional information was requested, but no information has been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a screen brightness problem on a cycler. The screen was dim during ready. The nurse said the display brightness was set to (10). The patient also encountered a noise being made by the cycler. The cycler was replaced due to screen brightness problem. The patient will perform capd/manuals. Additional information was requested, but no information has been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed signs of physical damage on heater tray assembly due to discoloration and cracks on heater tray button. There were no visual indications of particulates within the cassette area. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the pump assembly on the bottom cover and baseplate. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Valve actuation test passed. System air leak test passed. Pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems. The sound (noise) emitted from the cycler during the test treatment was normal. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.